Event description:
The patient who is a morbidly obese, mentally deficient underwent a neuroradiological diagnostic procedure. The physician attempted arteriotomy closure with the closer tsl 6 fr. Device. Closure was achieved with minimal oozing at the site and the pt was discharged home the same day. Pt returned one week later with tenderness and redness apparent at the site. An MRI was performed and a pseudoaneurysm was detected. The pt was taken to surgery for a bypass graft repair of the pseudoaneurysm. During the repair the pseudoaneurysm ruptured resulting in widespread tissue contamination with the purulent contents. The procedure was completed. A post operative infection developed. The pt has subsequently had five surgical repair procedures including amputation of the lower right limb. The pt is currently in the hospital under observation. The pt did not receive prophylactic antibiotics following the initial procedure. Perclose had inquired as to the results of cultures taken from the site as well as antibiotic treatment administered after the pt returned with the pseudoaneurysm.